Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation in used condition without its original package. Visual and functional testing were performed. During visual inspection, no discrepancies were detected. During functional testing, the sample was tested using the hydrostatic vessel in order to detect any discrepancies that could affect the product functionality. Testing detected leakage in filter. Although an exact root cause of the issue could not be determined, a corrective and preventative action (CAPA) was opened to perform a complete root cause analysis of this failure mode. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the product was presenting a medication leak. There was leakage during continuous infusion and it was necessary to discontinue use of the drug. No patient injury was reported.